Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse tested the system and was unable to reproduce the reported event. Fse performed a swap of usm arms 2 and 3 and placed the system under observation. The system was tested and verified as ready for use. The complaint regarding non-intuitive motion on usm arm 2 was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the surgeon alleged that the movement of the universal surgical manipulator (usm) 2 was not normal. The customer received phone assistance from the technical service engineer (tse). The customer was advised to troubleshoot by reseating the sterile adapter and the instrument firmly on the usm arm and observe the issue. The user continued the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.